Event description:
The pt initial presented with right facial pain who was diagnosed in 2013 with stage 4b squamous cell carcinoma of the right tonsil/tongue. This pt enrolled in a clinical trial ((B)(6)) on (B)(6) 2020 for head and neck cancer pain and was subsequently treated with focused ultrasound on (B)(6) 2020 without any unexpected issues/adverse events, on (B)(6) 2020 the patient was admitted to an outside healthcare facility with severe e.coli sepsis in the setting of lobar pneumonia. The patient expired the following morning on (B)(6) 2020, the pl deemed this event unrelated to the focused ultrasound procedure.